Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal rca with mild tortuosity, mild calcification and a 90% stenosis. It was an ami case. After pre-dilating with another company's device, the pixel was delivered toward the lesion; however, the stent delivery system (sds) balloon ruptured at the first inflation of 6 atm. As the stent had been expanded insufficiently, the nc mercury was post-dilated and the procedure was completed.